Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 13-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I have been in pain since having the essures inserted") in a 34 year-old female patient who had essure inserted (lot no. E25505). Additional non-serious events are detailed below. The patient had a medical history of multiple pregnancy, uterine rupture (abdomen was transparent bordering on uterine rupture.) And c-section (3 caesarean sections). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("bleeding"), abdominal distension ("bloating below on the right and left at time"), myalgia ("muscle pain, inability to practice sport"), fatigue ("fatigue"), electric shock sensation ("electric shock in the lower abdomen") and muscle contracture ("contraction"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, abdominal distension, myalgia, fatigue, electric shock sensation or muscle contracture. The reporter commented: following my third caesarean section, my obstetrician in the operating theatre told us that it would be the last pregnancy because my abdomen was transparent bordering on uterine rupture. Following that, she told us that we would plan for tubal ligation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-oct-2022. The most recent information was received on 21-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I have been in pain since having the essures inserted") in a 34 year-old female patient who had essure inserted (lot no. E25505). Additional non-serious events are detailed below. The patient had a medical history of multiple pregnancy, uterine rupture (abdomen was transparent bordering on uterine rupture.) And multiple caesarean sections (3 caesarean sections). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("bleeding"), abdominal distension ("bloating below on the right and left at time"), myalgia ("muscle pain"), fatigue ("fatigue"), electric shock sensation ("electric shock in the lower abdomen"), muscle contracture ("contraction"), feeling of despair ("state of despair") and exercise tolerance decreased ("inability to practice sport"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, abdominal distension, myalgia, fatigue, electric shock sensation, muscle contracture, feeling of despair or exercise tolerance decreased. The reporter commented: following my third caesarean section, my obstetrician in the operating theatre told us that it would be the last pregnancy because my abdomen was transparent bordering on uterine rupture. Following that, she told us that we would plan for tubal ligation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Lot number: e25505. Manufacture date: 2015-08. Expiration date: 2018-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-oct-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-oct-2022. The most recent information was received on 13-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I have been in pain since having the essures inserted") in a 34 year-old female patient who had essure inserted (lot no. E25505). Additional non-serious events are detailed below. The patient had a medical history of multiple pregnancy, uterine rupture (abdomen was transparent bordering on uterine rupture.) And multiple caesarean sections (3 caesarean sections). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("bleeding"), abdominal distension ("bloating below on the right and left at time"), myalgia ("muscle pain"), fatigue ("fatigue"), electric shock sensation ("electric shock in the lower abdomen"), muscle contracture ("contraction"), exercise tolerance decreased ("inability to practice sport") and feeling of despair ("state of despair"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, abdominal distension, myalgia, fatigue, electric shock sensation, muscle contracture, exercise tolerance decreased or feeling of despair. The reporter commented: following my third caesarean section, my obstetrician in the operating theatre told us that it would be the last pregnancy because my abdomen was transparent bordering on uterine rupture. Following that, she told us that we would plan for tubal ligation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. The following amendment was made: after internal review, new event feeling of despair and inability to practice sport were added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.